Manufacturer narrative:
Product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_unknown_ext, serial# unknown, product type: extension.

Event description:
It was reported that the patient¿s deep brain stimulator (dbs) batteries were replaced 5 days prior to report due to normal elective replacement indicator (eri). Two days prior to report the patient had been admitted to the hospital due to agitation and confusion. The patient was put on IV ativan to reduce agitation. Agitation thought to be due to the effect of anesthesia and patient¿s increased dementia. A CT scan was done and the patient did not have any signs of cerebral infarction but did have significant atrophy on the left side of the brain. The patient developed congestive heart failure and passed away the day of the report. It was indicated that it felt that this was a natural transition as he had continued health issues and had a mental decline. It was noted that the dbs system had allowed the patient to keep active for several years. The patient developed rheumatoid arthritis, cardiac issues, diabetes, and dementia. The death was not seen to involve the dbs units or replacement.